Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years and 4 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve failed due to stenosis. It was noted that the stenosis was due to calcification and the valve had a mean gradient of 38mmhg with ava (aortic valve area) of 1.3mmhg, index: 0.6cm2 and peak velocity: 4.0 m/s. The patient underwent valvuloplasty with a 22mm true balloon and a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve. Per report, the patient was in stable condition post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed mild calcium on the tip of the rcc (right coronary cusp), significant halt (hypo attenuated leaflet thickening) on the left cusp and mild halt on the right cusp, reduced leaflet motion, and valve is under-expanded at the mid portion at 21.3mm with 0.5mm added for outer diameter. In this case, the complaint of calcification was confirmed based on review of the provided imagery. Available information suggests that patient factors (diabetes mellitus, hyperlipidemia) likely contributed to the event, as diabetes mellitus and hyperlipidemia were reported in the patient's medical history. According to the technical summary, evaluation of reported complaints of calcification for the sapien xt, s3 and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.